Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-05542. It was reported that the patient's data cable didn't transmit from the controller to the system monitor. The patient advised this was an ongoing since (B)(6) 2021 and the hospital tried different monitors with no success. A controller exchange was performed during which the patient was briefly symptomatic. The patient's new controller was not transmitting data still. A bent pin in the data port of the power module was discovered and a power module exchange was performed. Once the new power module was swapped out the patient's new controller transmitted data. Their old primary controller was connected and it still did not transmit data. Of note, the patient's driveline had a superficial tear proximal to the modular connection. The patient had self-repaired with their own tape which was replaced and driveline rescue tape was applied.

Manufacturer narrative:
Manufacturer's investigation conclusion the event of a bent pin in the data port of the power module was unable to be confirmed. The power module was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning 9 days (B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 were recorded in the testing labs at abbott. There were no other notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. Additional information provided on 23sep2021 stated that the power module will not be returning. Additional information provided on 06dec2021 stated that the power module serial number is not available. The root cause of the reported event was unable to be conclusively determined through this investigation. The power module instructions for use (IFU), rev. B, instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.